Event description:
It was reported that the patient experienced a shocking sensation during a programming session. Her impedance measurement was 521 ohms and voltage was at 2.6. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).